Event description:
Leakage from near clamp was found and the catheter was removed. During removal, a split was also found on the catheter around the cuff. The user cut the catheter at the breakage site (around the cuff) for removal. The pt has a symptom in which his skin stretches abnormally (5-10).